Manufacturer narrative:
The device involved will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
It was reported the catheter was found leaked during onyx injection and the entire system was removed from the patient. No patient injury reported.